Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 9/30/86 and removed on 7/8/97 because it "quit working." A pump, two cylinders and a reservoir were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requesting info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed four sites of leakage. The first is noted posteriorly near the distal tube end of the serialized outlet. The second site is located anteriorly, near the distal tube end of the non-serialized outlet. The third separation/leakage site is noted posteriorly near the distal tube end of cylinder #1. Each of these separations are surrounded by connector clamp marks and the surfaces of the separations display markings indicating the presence of a connector clamp. The fourth leakage site is located anteriorly, near the distal tube end of the reservoir's inlet tubing. The surfaces of the separation display markings characteristic of stress induced rending and sharp instrument contact, i.e. Hemostat. In addition to the separation/leakage sites, areas of abrasion are noted on each of the outlet tubes and the inlet tube. The pattern of the abrasion indicates that the tubes were overlapped and/or twisted. Because these components were released according to the mfg and quality control procedures, qa concluded that the observed damage to the reservoir's inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device, combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Qa concluded that while in-vivo the outlet and inlet tubes were overlapped and/or twisted and abrading against one another. Qa further concluded that this positining, in combination with device usage over time, most likely contributed to sufficient stress to rend the tubing at the clamp/tubing/connector point of contact. These separations are a potential site of leakage which would render the device inoperable, however because the connectors were received detached, and no info was received regarding why the device "quit working," qa is precluded from determining if these connector associated separations were the cause of the reported event.

Event description:
Per the info provided to co by the physician's office, the device was removed because it "quit working."